Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. All information reasonably known as of 01 may 2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
It was reported that the surgeon "had difficulty removing a 7180-20 peg. The patient refused an endoscopy at that time. [The surgeon] cut the tube at skin level leaving the bumper in the patient¿s stomach. The intention was that hopefully the bumper would pass. The bumper created an obstruction and the patient died."